Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 35. The customer reported, no adverse event. The event involved product(s) unk_ngp. Troubleshooting was performed. Customer reported, a critical pump error. No harm requiring medical intervention was reported. Product return status for unk_ngp is unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified 3 consecutive pump error 53 alarms (file number 65535 line number 65535) in the pump history download due to moisture damage to the motor assembly, pcb1 and pcb2 board as per global logic analysis esf347087. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the motor assembly, pcb1 board and pcb2 board during visual inspection. The p-cap/reservoir does lock properly. The unit also was received with: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), and pillowing keypad overlay. In summary, unit showed critical pump error (open book image) which was triggered by moisture damage to the motor assembly. Pump error 35 not verified in pump download history. The cosmetic damage was confirmed when cracked case on battery tubes was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.